Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the vascular during a laparoscopic cholecystectomy, the clip applier was operated until half of the clip were stuck and could not be fired. Another clip applier was used to complete the case. There was no patient injury.